Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: three samples and two photos were received by our quality team for evaluation. From the photos, three used samples were observed in a package and three used samples with peelback. The returned samples were subjected to visual inspection. Peelback was observed on all three samples. Investigation conclusion: a review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Root cause description: the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that while using bd neoflon¿ IV catheter, the tip of the catheter experienced peelback during cannulation. This event occurred 3 times. The following information was provided by the initial reporter: "the tip of the neoflon IV catheter got peeled off while cannulation."

Event description:
It was reported that while using bd neoflon¿ IV catheter, the tip of the catheter experienced peelback during cannulation. This event occurred 3 times. The following information was provided by the initial reporter: "the tip of the neoflon IV catheter got peeled off while cannulation."

Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: three samples and two photos were received by our quality team for evaluation. From the photos, three used samples were observed in a package and three used samples with peelback. The returned samples were subjected to visual inspection. Peelback was observed on all three samples. Investigation conclusion: a review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Root cause description: the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. Customer complaint trends will also continue to be evaluated on a monthly basis.